Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The device is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was being primed for support and insertion via the left femoral artery to support the 85 year old female patient who was admitted in with known coronary artery disease with plan for a protected percutaneous coronary intervention, presenting in scai stage d shock. Underlying medical history was not shared. The cp pump failed to prime and despite all troubleshooting measures, inclusive of purge cassette replacement, the cp was removed and replaced when it failed to prime. The team instead placed a new cp and support successfully initiated. The exchange of pump was performed with no clinical consequence noted to the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the priming problem was not determined due to no defect found on the returned product and insufficient clinical details.